Event description:
A customer reported his freestyle freedom meter would turn on with button, but not with a test strip and as a result of being unable to test, he experienced vertigo, blurred vision and subsequently lost consciousness. The paramedics reportedly treated customer with glucose injection on the scene and transported him to a local health care facility where he was diagnosed with hypoglycemia and continued on glucose treatment to stabilize his blood sugar level. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.